Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against ventralex st. Attorney alleges that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b4, b5, b7, d3, d4 (product catalog no., UDI no.), g3, g6, h2, h6, h10. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against ventralex st. Attorney alleges that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017: patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per op notes, ¿a fat containing hernia contents were circumferentially freed from fascial edges. A small ventralex st mesh was placed to cover the defect using sutures.¿ attorney alleges that patient had chronic abdominal pain and suffering.